Manufacturer narrative:
The device history record review and complaint history review did not identify contributing factors. An analysis of the data logs and of the patient folder from the subject event has been performed. As the dicom exams from the patient folder were not available, a complete analysis of accuracy could not be performed. The registration verification was not performed in accordance with the ifus, and does not permit to conclude about the registration accuracy. Screenshots of the CT post-operative permit to see the shape of few electrodes along their trajectory. Several of them look implanted slightly deeper than expected. The registration accuracy or the method of implantation might be the cause for this issue. However, there is no more evidence to confirm it. All ten visible electrodes look accurate at the entry point, although it cannot be quantified due to missing dicom exams. Analysis of available data did not reveal any device failure. The device operated as specified. Corrected data: - b4 date of this report; - g4 date received by manufacturer; - h2 if follow-up, what type; - h3 device evaluated by manufacturer; - h6 event problem and evaluation codes; - h10 additional narratives/data.

Event description:
After loading post operative CT and merging, multiple errors were seen with depth of electrodes.this was an seeg procedure. There is no current knowledge of any adverse event for the patient.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
After loading post operative CT and merging, multiple errors were seen with depth of electrodes. This was an seeg procedure. There is no current knowledge of any adverse event for the patient.